Event description:
It is reported that a staff member has been injured while using the electric big wheel. Further information has not been provided.

Manufacturer narrative:
It was confirmed by the user facility that this complaint was reported in error and no adverse event or device malfunction occurred.

Event description:
It was reported that a staff member has been injured while using the electric big wheel. It was confirmed by the user facility that this complaint was reported in error and no adverse event or device malfunction occurred.